Event description:
It was learned through implant patient registry and medical record that a 27mm 11500a aortic valve in aortic position was explanted and replaced with another 27mm 11500a aortic valve after an implant duration of 6 years, 5 months due to endocarditis. Per medical records, intraoperatively aortic valve was noted to be covered in vegetations extending into the lv. Calcification also noted upon assessment. Valve was carefully moved with no evidence of abscesses. A 27mm 11500a valve was sutured into place. Concomitantly the ascending aorta was repaired. Tee demonstrated well-seated prosthesis with no pvl and stable layers. No evident complications occurred during the procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: b4, b5, b7, g3, g6, h2, h6 (clinical code, device code, and type of investigation). H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned through implant patient registry that a 27mm 11500a aortic valve in aortic position was explanted and replaced with another 27mm 11500a aortic valve after an implant duration of 6 years, 5 months due to unknown reason. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.